Event description:
Customer of rohrer aesthetics, tt aesthetics, reported that a male had 3 tattoo removal treatments for gang related tattoo's, ((B)(6) 2024, (B)(6) 2025, using the spectrum q-switch device. He was scheduled to come in for a 4th treatment on (B)(6) 2025. It was at this time he cancelled his appointment because healing has been slower and he wasn't ready for the next treatment. He then notified them that he went to the emergency room for treatment and was diagnosed with 3rd degree burns.

Manufacturer narrative:
The device is used several times a week on patients and there was no malfunction of the device. We will continue to monitor the health of the patient.

Manufacturer narrative:
The health of the patient has improved on last contact. Device has been in use continually with no other adverse events. User facility and rohrer aesthetics have agreed that this case can be closed.

Event description:
Follow up and close original report 3031944951-2025-00003.